Event description:
Additional information was received stating that the vns patient underwent generator and lead replacement surgery on (B)(6) 2015 due to lead discontinuity and end of service. The explanted devices were returned to the manufacturer for analysis. No abnormal performance or any other type of adverse condition was found with the pulse generator. The device performed according to functional specifications. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portions. Note that since a significant portion of the lead (including the electrode array) was not returned for analysis, an evaluation cannot be made on that portion of the lead.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that device diagnostics resulted in high impedance. The patient was referred for x-rays and the device was programmed off after observing the high impedance. It was reported that the radiologist felt that there could be a discontinuity of the lead from his review. X-rays were sent to manufacturer for review. Review of x-rays identified a suspect area at the anchor tethor; however, no obvious lead fractures were seen. The physician reported that no patient manipulation or trauma occurred that is believed to have caused or contributed to the high impedance. No surgical intervention has been performed to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.